Event description:
Customer reported she has been having issues with the insulin pump that her blood glucose has been high. Customer's blood glucose was 600 mg/dl. Customer stated she was having issues with the buttons. When customer enters customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.